Manufacturer narrative:
Concomitant medical devices: product ID: 3889-33, lot# va0dt9r, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a return of symptoms due to high impedances on their implantable neurostimulator (ins) after the lead wire was checked with the programmer. The lead was then removed and a new lead was placed. The issue was reported as resolved at the time of this report. The indications for use for the implanted device were noted as urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.